Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation. However, the transmitter (6e2q0) that was used with the complaint device was returned for evaluation on 05/12/2016. The data log was received and reviewed on 05/11/2016. Data confirmed the customer complaint of inaccurate cgm values. The root cause could not be determined. The investigation is not yet complete. A follow-up will be submitted upon completion.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. The reported event of inaccuracies was not confirmed. A root cause could not be determined.